Event description:
Circuit leaked. Detected a small hole in the 90 degree elbow between the inner and outer ring. Circuit passed ventilator pressure test because the elbow diameter is sealed on the outside with the blue cup. During pt use, the 15mm ID of the elbow is fit with a trach tube.